Manufacturer narrative:
Labeled for single use or reuse.

Event description:
On (B)(6) 2011, a pt contacted our firm reporting that he/she experienced a corneal ulcer (cu) "on the retina" of the os while wearing acuvue oasys contact lenses (cl). The pt was seeking reimbursement for expenses related to the event. The pt stated on (B)(6) 2011, he/she experienced os pain and photophobia. On (B)(6) 2011, the pt saw the optometrist and was given antibiotic eye drops and was later referred to an ophthalmologist. The pt wore lenses on a 3-4 day ew schedule, removed, soaked in "store brand" disinfectant and reinserted. The soaking time is unk. The pt did not sleep in lenses the night before. The replacement schedule is unk. On (B)(6) 2011, our firm spoke with the optometrist, who stated that the pt was seen by her colleague the evening of (B)(6) 2011. The optometrist stated that she, her colleague and the ophthalmologist had all spoken with the pt about the bacterial nature of ulcer and due to its "dendritic appearance" that it could be (B)(6) in nature, discussing its etiology. The pt told the optometrist that he/she had experienced cold sores in the past. The optometrist stated that the most recent report from (B)(6) was the ulcer was healing and the symptoms were resolving. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. The suspect product discarded. Two sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No other visual attributes were observed. There was not enough solution to test conductivity. On (B)(6) 2011, the pt presented stating that he/she awakened with os pain, burning, tearing, and light sensitivity. Sle revealed os cu that was "unique in its appearance" with areas that appeared to be dendritic in nature, which could be indicative of being caused by "(B)(6)." The pt was treated with moxifloxacin drops every hour and was instructed to return the next morning. Va 20/20-1. On (B)(6), sle revealed corneal edema, cu improving but had an "uncharacteristic mild dentritic look-watch closely for (B)(6)", (B)(6). The pt stated the eye didn't "hurt as bad-but seems to be blurrier today." Zirgan gel q3hrs, oral acyclovir and tobramycin drops were added and moxifloxacin was discontinued. Va 20/40. On (B)(6) 2011, sle revealed dense ulcer with corneal edema improving, vision "very blurry." The pt was referred to the treating ophthalmologist, and was seen the same day. Va 20/80-2. On (B)(6) 2011, we received faxed clinic notes from the pt. On (B)(6) 2011, pt had primary visit with the ophthalmologist who stated the pt had 1+ diffuse corneal edema, infiltrates, "scl related keratitis with corneal edema-had dendritic appearance by history before starting zirgan." Plan zymar qhr while awake, acyclovir 800 mg; return in 2 days. Va 20/70cc with pinhole 20/50-2. On (B)(6) 2011, sle revealed 1 mm scar, infiltrate almost completely epithelialized, keratitis better. Zymar decreased to 8xday. Corrected va 20/70cc pinhole 20/50cc-2' return (B)(6) 2011. On (B)(6) 2011, sle revealed epithelialized scar, keratitis much better, edema resolved. Continue acyclovir until gone, decrease zymar to qid; return on (B)(6) 2011. Va 20/25cc. On (B)(6) 2011, sle revealed stromal scar; keratitis with residual scarring, iritis. Continue zymar and add pred forte. Va 20/20cc; return in 4 days. On (B)(6) 2011, sle revealed scar, no infiltrates or edema and keratitis was better. Zymar was discontinued, pred forte decreased to bid x1 week then discontinue; va 20/20-1cc. The pt was instructed to follow-up with the primary ecp in 6 months and to the treating ophthalmologist as needed. The "pt doesn't plan on resuming cl's." On (B)(6) 2011, we received a call back from the pt who stated that he/she had completed office visits and prescription meds. No additional info is expected. (B)(4).